Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018 the date the manufacturer became aware of the event. Explant date: three (3) years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.